Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl, which was addressed with a correction bolus. The contact alleged that the customer's pump was suggesting boluses that were larger than expected. Review of pump settings showed that the customer's pump time was incorrect. Reportedly, the contact believes the time was incorrectly adjusted by the customer's camp staff. Due to the time being incorrect resulted in incorrect time segments being activated throughout the day. Subsequently, this resulted in the pump using incorrect ratios when determining the amount of units to deliver for a bolus. Tandem technical support assisted the customer with successfully setting the correct time on the pump.